Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and obtryx were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, recurrence. It was reported that patient experienced mesh erosion, pelvic-vaginal pain and had posterior colporrhaphy and mesh was removed in its entirety on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.